Event description:
Initial information was received from a consumer on (B)(6) 2010: a (B)(6) year-old female initiated therapy with hyaluronate [hyalgan] injection in her left knee in the fall of 2008. She received injections weekly over the course of five weeks for a series of five injections. The consumer was also on lisinopril 20 mg and hydrochlorothiazide (hctz) 25 mg for her blood pressure. Soon after receiving her hyaluronate injections (each time), she had problems with her blood pressure going too low. She felt like she could not hold her head up and her blood pressure went down as low as 68/48. Treatment measures included reducing her intake of blood pressure medications every 2 to 3 days. She received another series of five weekly injections in her left knee in (B)(6) 2009 until early (B)(6) 2009. This past time, her blood pressure has stayed down so her doctor has changed her blood pressure medication doses to lisinopril 10mg and hctz 12.5mg. Relevant tests included blood pressure of 111/65 on (B)(6) 2010 and 101/59 on (B)(6) 2010. She was unsure when her low blood pressure had improved. The consumer felt the hyaluronate injections in her left knee also helped with pain and discomfort she had in her hips. Medical history included hip replacement 1999, silicon breast implantation 1970, the implants were leaking so she had surgery to remove them in 2008, and the doctor also removed a lot of breast tissue which silicone had leaked into. Concomitant medications included aspirin and naproxen [aleve] as needed. No further relevant information reported. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2010: this case is confounded by the concomitant use of an ace inhibitor (lisinopril) and a diuretic (hctz). Furthermore, the event of hypotension improved when her doses of lisinopril and hctz were reduced.